Manufacturer narrative:
There are no known system issues that may have contributed to the discordant advia centaur (B)(6) total test results. The (B)(6) result was negative and the (B)(6) pcr test was negative. No conclusion can be drawn. As stated in the instruction for use (IFU) limitation section: " the advia centaur hbc total assay is limited to the detection of total antibodies to hepatitis b core antigen in human serum or edta plasma. Assays for the detection of anti-hbc may not identify all patient samples that contain hepatitis b virus or potentially infectious units of blood and may generate false reactive results. " "assay performance characteristics have not been established when the advia centaur hbc total assay is used in conjunction with other manufacturers' assay for specific hbv serological markers." The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A non (B)(6) advia centaur xp (B)(6) total result was obtained by the customer and considered discordant when compared to another laboratory (B)(6) total test method. The patient was redrawn and the (B)(6) total test result was non (B)(6) for the advia centaur xp and (B)(6) on another laboratory (B)(6) total test method. Patient treatment was not prescribed or altered. There was no known report of adverse health consequences due to the discordant (B)(6) total test results.